Event description:
It was reported that the device exhibited oversensing on the ventricular channel resulting in inappropriate atp therapy. Intermittent oversensing intervals were noted. Further investigation was recommended. The device remains implanted.